Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. The patient experienced st elevation requiring a precautionary coronary angiogram (cag). Coronary artery disorder due to st elevation was reported. The patient had atrial septal defect (asd), as st increased after advancing the sheath into the septum, coronary angiogram (cag) was performed. However, the coronary artery was not a problem and st returned; therefore, the procedure was terminated. After confirming the st return, the procedure was terminated. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown. The patient outcome of the adverse event is improved. It is unknown if the patient required extended hospitalization because of the adverse event but the patient had left the hospital.